Event description:
It was reported that during a stent procedure, in which no pre-dilatation was performed, the stent crossed the lesion; however, the stent delivery system (sds) was repositioned multiple times (3-4 times back and forth). Upon inflation, the balloon would not hold pressure. An attempt was made to remove the sds, but it was stuck and eventully it was freed from the right coronary artery. The sds, guide wire and guiding catheter were then pulled out as a unit, but the sds got stuck on the sheath. The complete system was modified by cutting the proximal portion of the guiding catheter and the sds to pass a larger 10f sheath. The sds was removed and the partially expanded stent was recovered. The pt was eventually sent to surgery and a good outcome was reported.